Event description:
The technician alleged the brakes lock but brake casters will still swivel. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and brake steer caster to resolve the issue.